Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt was revised to address pain and suspected loosening identified on bone scan; however, the cup showed bony ingrowth and the surgeon had to dig it out.